Manufacturer narrative:
Relevant medical history stated to include failed back surgery syndrome was stated in error and does not apply. Relevant medical history included non-malignant pain.

Event description:
Relevant medical history included non-malignant pain.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was doing well. He had good coverage and pain relief. No other actions were needed at the time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the manufacturer representative did not have any further updates regarding the patient's therapy as of (B)(6) 2016. The patient was scheduled to meet with the manufacturer representative on (B)(6) 2016, but the patient did not show; they planned to try again the next week. It was noted that there were no actions/interventions taken or planned at that time.

Event description:
Additional information was received from the consumer regarding the circumstances that led to the stimulation fading in and out; it was determined that using the implantable neurostimulator (ins) for more than 20 minutes resulted in the level of stimulation fading from right to left. Steps taken to resolve the stimulation fading in and out included recalibrating stimulation. The right side and left side were given separate settings, and this helped for a few days on (B)(6) 2016. On (B)(6) 2016, the same issue returned; the left side was hardly noticeable at 7.90 and this setting faded to hardly any stimulation. On (B)(6) 2016, the patient met with the manufacturer representative once more. The settings needed to be above 7.50 in order to cover the entire left leg. The consumer also reported that the stimulation of the left lower quadrant was still an issue because it caused discomfort and the leg lost stimulation. Additional information was received from the manufacturer representative regarding the patient¿s appointment on (B)(6) 2016. The manufacturer representative reported that they reprogrammed the configuration. It was noted that the manufacturer representative did not believe the issue of stimulation fading in/out was due to postural changes. Further actions/interventions taken to resolve the patient¿s issue with stimulation fading in/out include continuing to reprogram as needed. Additional information received from the consumer via the manufacturer representative further reported that stimulation coverage was still not correct / there were continued stimulation coverage issues and there were continued issues with stimulation fading in/out as of (B)(6) 2016. The manufacturer rep resentative noted finding nothing wrong with the actual ins system thus far. The manufacturer representative planned to meet with the patient again soon to see if a resolution could be found. Follow up information was requested to determine whether there were any updates regarding the patient¿s therapy and whether any additional actions/interventions were planned or taken. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of therapy. The stimulation coverage on the left side faded in and out. The patient stated he increased stimulation to match the other side, but then stimulation was in other areas and was uncomfortable. This was occurring daily. When the patient laid down, the stimulation stopped. This stimulation changed was related to positional movement. A fall was reported that could have been related to this issue. The patient reported a fall, but this occurred after the fading issue began. There was no recent medical test or electromagnetic environmental exposure. When the patient checked the device with the patient programmer, it showed the stimulation was on at 4.7 volts and that adaptive stimulation was enabled. The patient was to meet with the manufacturer's representative (rep) on (B)(6) 2016 and would wait until his appointment to try another program. Later, the patient reported he met with the rep again on (B)(6) 2016 and they attempted to reprogram. When he saw the rep, it worked fine until he left. Then it started fading again. The stimulation faded from one side daily. This occurred gradually. When the stimulation was turned on, he could feel a pulse of stimulation on the right side. About 30 seconds after the pulse, the stimulation traveled to the right side and the left side faded. It did not matter what position he was in, it happened every time. This fading started a week post-surgery. At this time, it was reported no fall could have been related to this issue. The patient said he had a fall 6 weeks post-surgery, but stated after the fall, he did not notice a change in therapy. Later, the rep reported they were scheduled to get together again on (B)(6) 2016 no further actions or interventions had taken place as of (B)(6) 2016. Relevant medical history included failed back surgery syndrome.